Manufacturer narrative:
On 11/13/2019, the product investigation was completed. Device investigation summary: during analysis of the sample was found rupture. Also a crease was found in the edges of the rupture. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with two 400cc mentor memorygel breast implants, suffered right breast implant rupture and bilateral capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7725508 sn: (B)(4) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7715628 sn: (B)(4). This medwatch form is for the right breast prosthesis.